Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a apical uterine suspension and anterior colporrhaphy; laparoscopic assisted supracervical hysterectomy with cervicosacropexy procedure on (B)(6) 2026 and suture was used. During the procedure, the needle broke about in the middle during the first insertion into soft tissue and the needle pull off from suture. See picture. No parts fall in situ. Procedure finished with same like product, same lot. No adverse patient consequences were reported. Additional information was requested.